Manufacturer narrative:
Investigation summary: bd received 1 sample and 4 photos for investigation. The sample and photos were reviewed and the indicated failure mode for foreign matter inside the package blister was observed. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using one bd vacutainer® blood transfer device there was brown foreign matter on the holder. There were no health consequences or impacts reported.